Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the identified distal circumferential fracture probably contributed to the report of defective fiber; therefore, the event is confirmed. A distal circumferential fracture has the potential for forward firing. Analysis identified debris adhesion on the metal cap surface, which is indicative of tissue contact. It is probably that the tissue adhesion contributed to the elevated temperatures at the fiber output window, leading to the circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continues elevated temperature can lead to fiber damage, including circumferential fractures. Although analysis also identified devitrification of the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs due to normal use. It is the result of heat accumulation at the fiber tip, causing the glass at the firing window to crystalize. Device history record DHR: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to out post market quality assurance laboratory. Visual examination of the fiber showed that the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The glass cap also exhibited mild devitrification at output window. The metal cap exhibits mild debris adhesion on surface which is indicative to tissue contact. The fiber proximal to fracture can rotate independently of the metal cap. The fiber was functionally tested with helium-neon (hene) laser fixture and the testing conducted did not show any signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the fiber was defective after 3,500 joules and 2mins of fiber use. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts the fiber was returned, and the analysis identified a distal circumferential fracture. Based on the observed circumferential fracture, the potential for forward firing exists.